Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. It was reported that the patient was at home before ems was called. Per clinical review of the continuous ECG recording, the device was started up at 19:29:28 on (B)(6) 2021. The patient was in an idioventricular rhythm at 40 bpm at approximately 01:27:42 on (B)(6) 2021. The patient's rhythm transitioned to vt at 120 to 150 bpm between 01:27:59 and 01:28:11. The rate of the vt arrhythmia was varying at or below the physician-prescribed rate threshold of 150 bpm, preventing the lifevest from detecting the vt arrhythmia. The lifevest typically requires 60 seconds of sustained vt to deliver a treatment shock. The patient's rhythm degraded to vf with varying amplitudes at 01:28:25. The lifevest detected the vf arrhythmia, but varying amplitudes and response button use prevented delivery of a treatment shock. It was not reported who was pressing the response buttons. The patient's rhythm then transitioned to an idioventricular rhythm at 80 bpm from approximately 01:30:25 until the device shutdown at 01:30:52.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. There is no indication that the damaged belt caused or contributed to the patient's passing. The root cause for the strained cable was excessive force. Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. H.4. Device manufacture date: monitor 06/04/2015 and belt 12/27/2010.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download (11/02/2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 06/04/2015, belt 12/27/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. It was reported that the patient was at home before ems was called. Per clinical review of the continuous ECG recording, the device was started up at 19:29:28 on 10/17/2021. The patient was in an idioventricular rhythm at 40 bpm at approximately 01:27:42 on 10/18/2021. The patient's rhythm transitioned to vt at 120 to 150 bpm between 01:27:59 and 01:28:11. The rate of the vt arrhythmia was varying at or below the physician-prescribed rate threshold of 150 bpm, preventing the lifevest from detecting the vt arrhythmia. The lifevest typically requires 60 seconds of sustained vt to deliver a treatment shock. The patient's rhythm degraded to vf with varying amplitudes at 01:28:25. The lifevest detected the vf arrhythmia, but varying amplitudes and response button use prevented delivery of a treatment shock. It was not reported who was pressing the response buttons. The patient's rhythm then transitioned to an idioventricular rhythm at 80 bpm from approximately 01:30:25 until the device shutdown at 01:30:52.